Event description:
The faulty anti-reflux valve allowed piggy back IV fluid to flow into the primary tubing and the primary fluid bag. Manufacturer response for IV pump infusion set, bd alaris (per site reporter). Nothing yet.